Event description:
Mandible fracture reconstruction with biosorb fx plates and screws in 2003. Six months later cellutitis was diagnosed in the operative area. Partial plate removal 13 days later. Symptoms continue. Removal of entire implant in 2004. Pus collection from incision site 4 days later. Discharge from hospital the following month.